Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump was accidentally dropped from playground swings, resulting in internal screen damage and impaired screen visibility, and a replacement device was shipped with instructions to shut down the damaged unit, return it with a provided label, and use backup therapy; data would not transfer and the patient was advised to complete the standard startup on the replacement. Symptoms included no reported impact to blood glucose. Outcomes included no alerts or alarms reported and continued cgm use with the dexcom app or receiver. Investigation included remote troubleshooting, shipment tracking confirmation, and follow-up to verify which serial number was in use due to two active devices on the account. Investigation of this case revealed physical damage to the display following an external impact, consistent with screen failure, with no evidence of a systemic device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage from accidental drop.